Manufacturer narrative:
This event occurred at (B)(6) hungary. Manufacturer's investigation conclusion: the reported event of a motor disconnected: m2 alarm was confirmed via the log file and product testing. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 4 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 intermittently between 10:44:49 ¿ 12:18:23, ¿motor disconnected: m2¿ alarms would activate. The majority of these alarms activated following the startup of the console, after the message ¿select support type¿ would appear and would clear with a power cycle. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the european distribution center (edc) and was tested with the returned and associated centrimag 2nd generation primary console. Immediately after startup, a motor disconnected: m2 alarm activated, confirming the reported event. The resistance of the motor cable was measured, and an open lead was found in the motor cable. The motor was subsequently scrapped. The root cause for the reported event was conclusively determined to be due to an open lead in the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6) ) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-00561.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the process of preparing a centrimag primary console before the implant, an alarm occurred. The alarm stated "motor disconnected m2." The site attempted to reconnect the motor several times before switching to the backup console. The centrimag primary console and motor were exchanged. No additional information was provided.